Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a lateral entry femoral nail and 4 screws on an unknown date. The patient complained of painful hardware and a nonunion was noted. The patient was returned to the or on (B)(6) 2012 for removal and revision to a smith & nephew nail. During the removal the surgeon noted that both of the proximal screws had missed the nail. This report is #5 of 5 for the same event.